Manufacturer narrative:
Product complaint #: (B)(4). Complainant device is not expected to be returned for manufacturer review/investigation. Initial reporter is j&j company representative. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis.

Event description:
It was reported that on an unknown date, the spiral combination hammer was broken and the threads for blade/screw guide sleeve was stripped. There was a 3 minutes surgical delay. The procedure outcome was unknown. There was no patient consequence reported. This complaint involves 2 devices. This report is for 1 spiral combination hammer 500 grams. This report s 1 of 1 for (B)(4).